Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 400mg/dl. Troubleshooting was performed. The customer stated that she often has bent cannulas and no delivery alarms. The customer stated that the plunger sometimes comes out while filling the reservoir. Advised the customer not to re-use the reservoir if this happens. The customer also stated that occasionally the tubing rips right by the reservoir. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.